Event description:
Patient to have transesophageal echocardiography (tee) and then cardioversion. Anesthesia in place, tee to begin and echo machine froze. It was then noted the probe was not securely in its port which caused the system to freeze. Rebooted the system approximately 3-5 minutes and procedure continued. No delay in treatment, small delay in rebooting system.

Event description:
Patient to have transesophageal echocardiography (tee) and then cardioversion. Anesthesia in place, tee to begin and echo machine froze. It was then noted the probe was not securely in its port which caused the system to freeze. Rebooted the system approximately 3-5 minutes and procedure continued. No delay in treatment, small delay in rebooting system.